Event description:
It was reported that, "the patient had an uncomfortable feeling and a swelling of hip. The surgeon performed a needling check on her hip. As a result, he noticed that there was a hematoma with something like metal abrasion powder in her hip. The patient had a revision tha to replace the cup, insert and head due to above on feb 27th. The reported insert and head were worn and some metal signatures on the devices."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00207.